Manufacturer narrative:
Findings: the insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with cracked reservoir tube, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had cracked reservoir compartment and rubber gasket was showing signs of coming out. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis